Manufacturer narrative:
Additional information anticipated but not available at this time. (B)(4).

Event description:
It was reported that the tissue marker sheared off during removal after the clip was set. The doctor left the piece of the marker in the patient and documented the occurrence in his chart. The device will be returned along with the probe that was used because the collagen tip is lodged in the probe and may be needed for analysis.